Event description:
(B)(4). This pump was returned to service. It was programmed for a 1 hour chemo infusion that completed in 40 minutes (over infusion). The nurse programmed a 600ml vtbi at a rate of 465ml/hr. The nurse intended a rate of 260ml/hr. This error caused the over infusion. Event date: (B)(6) 2013 between 11am and 12pm. Reference MFR report number 9610825-2013-03234.